Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was due to noise from right ventricular (rv) lead and was observed. The rv lead noise was not reproducible upon provocative measures. The device was reprogrammed to deactivate the lead to resolve the event. The patient was stable with no adverse consequences.